Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "pt experienced a fall post op, approximately (B)(6) of 2009. Patient presented with bloody effusion at that time. Dr. Drained the patient's knee and took xrays and everything appeared to be fine at that time. Patient recently presented with pain and CT scan showed uptake at tibia. Component did not appear to be loose, but the doctor decided to replace it with a long stemmed component. Dr. Believed that there was possibly a slight fracture that did not heal, due to the original fall and that the component itself did not fail."